Event description:
The user facility reported that a system 1e processor was leaking from the pre-a&b filter assembly. Facility personnel shut off the water supply. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris technician inspected the unit and found a leak at the inlet of the pre-a&b filter assembly, due to a broken gasket between the hose adapter and brass pipe. The steris technician replaced the damaged gasket and returned the unit to service.